Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated short interval counts (sic) and high pacing impedance. A possible fracture was suspected. Rv tip to rv ring was observed on electrogram with noise. All shocking therapies were disabled. The lead remains in use, but a revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning for increased sic count and rv lead impedance variation in last 60 days occurred on (B)(6) 2015. Rv pace lead impedance was greater than 3000 ohms on (B)(6) 2015. Sic count went up to 31 in less than one day. Evidence of over sensing has been noted during high rate -ns episodes on (B)(6) 2015. (B)(4).